Manufacturer narrative:
The ge rep conducted an onsite eval. The video card was reseated. The system was tested and is now operating as intended.

Event description:
The customer reported that the images on the left monitor of the 6600 system were not clear. No pt injury was reported.